Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented, stretched essure contraceptive devise') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "2 fragmented, stretched essure contraceptive devise" and device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove essure/ bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, fatigue, alopecia, hormone level abnormal, headache, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, psychological trauma, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: final diagnoses: bilateral fallopian tubes: 2 completely transected segments of oviduct with fimbria vulva lesion: benign skin with histologic changes of lichen simplex chronicus. No dysplasia or malignancy identified. Specimens: bilateral fallopian tubes, vulva lesion. Gross description: 2 fragmented, stretched essure contraceptive devise. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented, stretched essure contraceptive devise') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "2 fragmented, stretched essure contraceptive devise" and device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove essure/ bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, back pain, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, fatigue, alopecia, hormone level abnormal, headache, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, psychological trauma, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: final diagnoses: bilateral fallopian tubes: 2 completely transected segments of oviduct with fimbria. Vulva lesion: benign skin with histologic changes of lichen simplex chronicus. No dysplasia or malignancy identified. Specimens: bilateral fallopian tubes, vulva lesion. Gross description: 2 fragmented, stretched essure contraceptive devise. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received: reporter information, explant date added. Events- device breakage and device shape alteration added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.